Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d10: it was reported in the initial report that the date device returned to manufacturer was oct 30, 2018, the correct date is nov 02, 2018. It was reported in the initial report that the date of this report was oct 30, 2018, the correct date is nov 02, 2018. G4: it was reported in the initial report that the date received by manufacturer was oct 30, 2018, the correct date is nov 02, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device trigger was blocked, jammed and moved heavily. The assignable root cause was determined to be due to normal wear. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during equipment maintenance, it was observed that the battery oscillator device trigger was blocked, jammed and moved heavily. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.